Event description:
It was reported by the patient that the patient felt "a kick in the chest" and questioned if the device was "going off." Follow-up with the device clinic confirmed that the patient received one shock due to an episode of ventricular fibrillation being detected secondarily during an episode of atrial fibrillation. The physician considered the shock neither appropriate nor inappropriate; it was appropriate for the ventricular rate, but the device should have been programmed differently. No device malfunctions or performance issues were noted. The device was reprogrammed and the patient medication was changed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.